Manufacturer narrative:
The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The physician pulled the catheter out of the scope but the clip detached from the patient and got stuck inside the working channel while the scope was being removed. Reportedly, the scope was reinserted to dislodge the clip and the clip then fell into the stomach of the patient. The procedure was completed with another resolution clip device. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.